Event description:
Anesthesia machine shutdown in the middle of a case. Company technician came out, and replaced switch. Company technician came out, standby switch suspected to be cause of shutdown after logs reviewed with tech. The standby switch was replaced. Tested to MFR's procedure for aisys, all passed. Description: assy-msn, assy-msn, switch d-o on/standby assy.